Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported, "tulip head on 7.5 x 45 xia 3 screw during reduction of rod to the screw. According to the surgeon the amount of reduction was not substantial and was within what he considered the normal tolerance for reduction. This is the 3rd similar incident with a 7.5mm screw in the last several months. The surgeon noticed that it felt somewhat strange while reducing using the xia 3 corkscrew persuader he took the rod off then inserted a screw driver back onto the screw at which time it became fully disengaged from the screw head. I'm sending the screw driver and torque wrench back as well for testing. Please cross check lot numbers for other such incidents.